Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and stent dislodgement occurred. The lesion being treated was located in the left anterior descending (lad). There was no calcification and the vessel was moderately tortuous. The % stenosis was unknown. The physician was attempting the "crush stent technique" of the proximal lad and the lad first diagonal. The physician delivered and deployed a 2.50x8mm taxus express2 drug eluting stent in the first diagonal without difficulty. Then, the physician predilated the lad with a 2.5mm non-bsc balloon several times without difficulty. The physician then attempted to advance a 3.00x24mm taxus express2 drug eluting stent to the proximal lad, but felt resistance and noted that the stent caught on the root curve portion of the first diagonal, and the stent delivery system (sds) was not able to cross the lesion. The physician attempted the parallel wire technique to advance the sds to the lesion, but the sds was still unable to cross the parallel wire technique to advance the sds to the lesion, but the sds was still unable to cross the lesion. At this time the physician noted that the proximal edge of the 3.00x24mm taxus stent was flared, and he removed the sds together with the guide catheter and the guide wire without resistance. However, after withdrawing, the physician noticed that the stent had dislodged near the introducer sheath inside the patient in the arteria brachialis. The physician attempted to cross the stent with an unspecified balloon catheter, but was unable to cross the stent, so the physician used a non-bsc bare metal stent of unknown size to deploy the 3.00x24mm taxus stent in the arteria brachialis. The physician used another 3.00x24mm taxus express2 drug eluting stent in the lad to complete the crush stent technique successfully. No patient complications were reported and the patient condition is listed as stable and good.